Event description:
A malfunction was reported when the pump screen failed to turn on, rendering the display non-functional. There was no adverse impact to the customer's blood glucose level, which remained between 54-500 mg/dl. Technical support arranged for a replacement pump, confirming warranty status, the customer's shipping address, and provided storage mode instructions for transport. The customer was informed about replacing the pump, agreed to return the defective device, but declined to share details about backup insulin therapy.